Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was determined that the device could not be repaired, and the device was subsequently scrapped per the customer's request. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). During initial evaluation, physio-control observed that the device would no longer power on. There was no patient involved in the reported event.